Event description:
It was reported a patient experienced and was hospitalized for 3 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause and treatment for peritonitis was not reported. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.